Event description:
It was reported that the insulin gauge was inaccurate and that there were missing data points on the continuous glucose monitor graph. Customer declined further troubleshooting from tandem technical support and continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose (bg) level was 43-155 mg/dl. Cause for low bg was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.